Event description:
The account stated that an initial (B)(6) result (s/co=0.64) was generated with lot 02091li00. The sample was retested in duplicate with lot 03544li00 and positive results (s/co = 2.13 and 2.37) were generated. The patient had previously been tested on (B)(6) 2011 with positive results (s/co = 1.6). There was no report of impact to patient management.

Manufacturer narrative:
(B)(4) - (no consequences or impact to patient). (B)(4) - (false negative result). This report is being filed on an international product, list number 6c37 that has a similar product distributed in the us, list number 1l79. An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
A retained kit of architect (B)(6) reagent, list number 6c37-30, lot number 02091li00, was calibrated and the calibration met instrument specifications. All control values met control specifications and were in the typical range. To evaluate analytical sensitivity, two sensitivity panels (core only panel (panel a) and ns3 only panel (panel b)) were tested. The sensitivity panel values met specifications and the results were in the typical range and no false non-reactive results were obtained. In addition, the clinical sensitivity was evaluated by testing two commercially available seroconversion panels (B)(4). The seroconversion panel results were compared to architect (B)(6) test results provided by zeptometrix. The reagent detected the same bleeds as (B)(6) with comparable s/co values for the seroconversion panels. Based on the data, it was shown that the sensitivity performance is not adversely affected. All generated data demonstrate that the performance of the architect (B)(6) reagent, list number 6c37-30, lot number 02091li00 is not compromised. Customer complaint data was reviewed and no adverse trends were identified. The investigation did not identify a product deficiency.

Manufacturer narrative:
It was incorrectly stated that no deficiency was identified. Corrected data: a deficiency was identified. The issue experienced by the customer is consistent with a deficiency identified which reports a drop in positive signal at the end of the reagent bottle. In addition the customer was not mixing the assay diluent daily per instructions in a product correction letter.